Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used on uterus. (B)(6) after the procedure, the patient had an abscess on the wound which was not healed at all. The surgeon cleaned and diminished the inflammation of the wound. Now the patient is discharged from hospital.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.